Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by unspecified symptoms. Two days after feeling symptomatic, the patient was hospitalized and diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day as the hospitalization, the patient was treated with unspecified antibiotics (intravenous) for the peritonitis event. Five days later, the patient was discharged from the hospital and continued treatment with unspecified oral antibiotics. At the time of this report, the patient was "fully" recovered and currently in good health. The action taken with pd therapy were not reported. No additional information is available.